Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported during an unrelated procedure on (B)(6) 2023, the patient's atrial lead presented with an insulation breach. The atrial lead was explanted and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.